Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material clogged in the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air channel clogged. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a dark foreign material resembling glue or silicon, which was not possible to remove, inside the nozzle. In addition to the reportable malfunction, the following were noted: the air/water-cylinder, suction cylinder, and connecting tube had discoloration; due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to foreign material clogging the nozzle, the air supply volume did not meet the standard value; and due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation